Event description:
Healthcare professional provided capsular contracture baker grade iii.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side implant exchange with no complaint against right side device. Healthcare professional reported right side deflation confirmed during surgery. Healthcare professional additionally reported "there was some slight capsular constricture," baker grade unknown. The device has been explanted.